Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The field lt log was reviewed and motor current was steady and pulsatile for the majority of the run. A week into support, suction began to occur. Two weeks into support, drops in p-level were confirmed. 2 days later, the pump was disconnected while running and automated impella controller (aic) was swapped. The suction/p-level drops resolved and successful support continued for 17 more days without issue. The cause of the issue was biomaterial since the issue resolved with the same pump after aic swap. No trends in placement signal to indicate patient condition related. Refer to es2020-082 for additional biomaterial pattern details, a review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant's biomed department reported upon an automated impella controller (aic) with low p levels/suction. The team would like the aic evaluated for the possible malfunction. There was no noted harm or injury. IFU states to use a backup console for these failures. The 5.5 pump remained on for support despite the optical signal alarm. There was no reported harm or injury to the patient.